Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was allegedly difficult to remove. A urologist was called in to deflate the device passively.

Manufacturer narrative:
Received 1 used silicone catheter only for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, no manufacturing defects were found. The eyelets were noted to have calcification inside and the calcification was inside of the drainage lumen too. Per the functional evaluation, the catheter was inflated with air and deflated without any problems. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe. The catheter was deflated without difficulty by itself using a syringe. No defects after deflation were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the device was allegedly difficult to remove. A urologist was called in to deflate the device passively.

Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, no manufacturing defects were found. Noted the eyelets appeared to have calcification inside. Per the functional evaluation, the catheter was inflated with air and deflated without problems. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe. After that, the catheter was deflated without difficulty by itself, using a syringe. No defects after deflation were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was allegedly difficult to remove. A urologist was called in to deflate the device passively.